Event description:
The customer reports that during a procedure they were flouring via the handswitch, and, after releasing the x-ray button, the system continued to fluoro. This is a possible aro. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.